Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization to treat a carotid cavernous fistula using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance and subsequently, the smart coil would not advance all the way through the midshaft of the microcatheter; therefore, it was removed. The procedure was successfully completed using additional smart coils, penumbra coils 400, gelfoam and the same microcatheter. There was no report of an adverse effect to the patient.